Event description:
It is reported, the device was implanted in early 2007 and that the patient was revised in early 2009, due to loosening of the tibia.

Manufacturer narrative:
Evaluation summary: the explanted devices were not returned, nor were x-rays provided. Without additional information, the probable cause of the device loosening cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.